Event description:
Ten years ago, a (B)(6) male patient underwent f-f bypass due to aso in the right cia. There was severe calcification in the right cfa. On (B)(6) 2013, two zilver ptx stents were placed with a gap between the two stents to treat stenosis observed in the right cfa just below anastomosis site of bypass and in the sfa. On (B)(6) 2013, intermittent claudication occurred. A few days later, the patient felt coldness of the right lower limb and pain, so he came to the hospital. On (B)(6) 2013, 4fr sheath was inserted from the left brachial artery (ba) to perform angiography from the left iliac artery, then CT angiogram confirmed complete thrombotic occlusion from ostium of the right sfa. Two smart stents (8/100mm, 10/40mm) were implanted from the cia to the eia and misago stent (8/80mm) was implanted in the cfa, poba was performed in the dfa and inside the ptx placed in the sfa and patency was regained. On (B)(6) 2013, the patient was discharged from the hospital since he could walk and pain at rest was improved. One-year-follow-up revealed no problem in the implanted ptx stents. However because remained stenosis between two stents had grown, another ptx (7x60mm) was implanted additionally. As the lot number of the ziv6-35-125-7.0-120-ptx (zilver ptx) device involved is unknown it was not possible to determine if any of the affected lot remained in stock. The stent was implanted in the patient therefore is not available for evaluation. With the info provided, a document based investigation was carried out. Complaint info was provided in clinical conference held on (B)(6) 2014 and in (B)(6) endovascular treatment conference 2014 held in (B)(6) from (B)(6) 2014. A video from the clinical conference was available showing the reported case with some angiogram images. Provided video has been reviewed and it was evident that the two zilver ptx stents were placed with a gap. It may be noted that according to instruction for use: "stents placed in tandem must overlap to allow for complete coverage of the lesion". Confirmatory angiography post deployment showed blood flow through the sfa and implanted stents. However angiography conducted in (B)(6) 2013 (4 months after the initial zilver ptx stent implantation) revealed completely occluded sfa with no evidence of blood flow through zilver pts stents. Video from the clinical conference was also forwarded to med institute for add'l image review, however no add'l comments were provided to date ((B)(6) 2014). Once the image review is rec'd, complaint investigation will be updated accordingly. Based on the above, the customer complaint can be confirmed as complete occlusion and no blood flow through the zilver ptx stents was evident on the images provided. According to thrombosis questionnaire the patient had the following medical history / disease complication: maintenance hemodialysis, renal disease and diabetes. It may be noted that diabetes is one of the potential risk factors for developing thrombosis. In addition, moderate calcification, poor vessel run off, long lesion (300mm), evidence of residual inflow and in-segment stenosis could also have contributed to thrombosis event. Based on the above it may be noted that the patient had a number of risk factors that could have contributed to the thrombosis event. In addition, the physician involved in this case assumed that the following factors caused thrombotic occlusion: there had been stenosis previously in the anastomosis site of vessel prosthesis. In-flow was not improved though sfa had been treated with ptx. Stenosis remained after ptx placement since the two stents were placed with a gap. The following comment was also provided by the physician involved: "I believe that the event was not caused by ptx placement." Considering all of the above, itis therefore very unlikely that thrombosis event could have occurred due to zilver ptx malfunction however a definitive root cause of this stent thrombosis cannot be determined. On (B)(6) 2013, the patient was discharged from the hospital since he could walk and pain at rest was improved. One-year-follow-up revealed no problem in the implanted ptx stents. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. As the specific lot number of the device involved in this complaint was not provided, it was not possible to conduct a review of the associated manufacturing records for this component. As per instruction for use, arterial thrombosis is noted as a potential adverse event associated with the placement of this device. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # p100022/s001. This complaint report meets the reporting criteria of an FDA MDR report based on the intervention performed (thrombectomy, poba, additional device placement) as a result of the occurrence of thrombosis/re-stenosis while a zilver ptx stent was indwelling in the patient. Note the additional zilver ptx stent referenced in the complaint description will be submitted in a separate report. (Reference report #3001845648-2014-00044).